Event description:
It was reported that there was a lead polarity switch. The patient had thoracic surgery on date of polarity switch, with only four low impedance counts out an otherwise steady impedance. The lead remains in use, with the polarity to be reprogrammed back to bipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.